Event description:
It was reported that the 9900 system locked up and the collimator closed down. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro function board was replaced and the voltage was adjusted during the svc call. The system was tested and found to be working as intended, and put back into svc.